Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files were reviewed, indicating that the device was released pursuant to the product specifications. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices. It was reported by niti representative who attended the surgery that it was very likely that the leak was from the anterior portion which was leaking intra-operatively and to which sutures were applied. Additionally, against the routine protocol, the distal donut was not inspected for completeness due to the large amount of stool. It was not possible to confirm the distal donut and it appeared to not be intact. It is therefore very likely that this event is related to the procedure and not to the device.

Event description:
The patient underwent a laparoscopic sigmoid resection for diverticular disease. The anastomosis was created with the colonring device. On pod 4, the patient complained of abdominal pain. Small bowel obstruction was indicated on CT. On pod 5 a gastrografin enema indicated an anastomotic leak. The anastomosis was taken down and an hartman procedure was performed.